Manufacturer narrative:
We could not perform any action because we have not yet received the devices for investigation (asked our distributor at 20/04/2015 to contact the customer to send in the device). As we asked our distributor at 05/09/2016 to the status of the device (sending back the device) we got the following information: customer stated: "dear all, customer is informing the accessory caused injuries on the head of the patient. The accessory locked and could not get the head of the device, causing damage to the patient. We are still getting more information about the patient and the incident." "Regarding this issue, as informed before, it was a mistake reporting this problem. It was an evaluation mistake. The accessory is ok, it is not necessary send it back to you" we informed the distributor to ask the customer again to send back the device for investigation. Not yet received (05/12/2016).

Event description:
Pmi was contacted at (B)(6) 2016 by one of our distributors: "customer is informing the accessory caused injuries on the head of the patient. What happened is that it caused the injury because to go ahead with the procedure it is necessary to fix it on the patient' head. Patient: age: (B)(6), height: (B)(6), weight: (B)(6), female, date of surgery: (B)(6) 2016. Kind of surgery: campia decompression occipitocervical patient has any other kind of hypersensitivity or allergy: gluten. Patient's condition before surgery: arnold chiari malformation type I syringomyelia. Patient's status after the incident: small tear on scalp. Part affected: scalp".